Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the twinfix ultra anchor was broken. A back up device was used to complete the procedure with a delay greater than 30 minutes. No broken pieces felt inside the patient's wound. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found an arthroscopic image of the device in use. The image does not appear to show the fracture of the anchor. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the anchor is fractured and there is debris in the threads of the anchor and shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The patient impact beyond the extended surgical time could not be determined. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.